Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that yesterday doctor from hospital called and said that the groshong PICC line is not getting connected to the connector hub and it's getting slipped out to make stabilize connection. When the groshong PICC line was placed in patient at end the hub connector was placed with 2 component sleeve and on hub pin the catheter pull on, then sleeve is attached locked to make stabilize connection so that catheter is not loosen up and any fluid will be given by hub will go through catheter into the vein svc. In this case the catheter got slipped out of hub PICC not getting attached to it as per the doctor. They said that the catheter got detached and went inside vein which was then pulled out by expert interventional doctor. No other information was provided.